Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the server system replenishment triggered for missing medications. A technical support specialist dialed into the carefusion communication engine (cce), checked examples and identified ghost pockets. The tss cleared and resynched the inventory, then checked additional examples and saw them cross to pyxis logistics (plx). The tss coordinated for plx to be checked, and the customer noted the items appeared on plx. The tss closed the ticket after the customer confirmed issue got resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server station showed replenishment triggers missing medications. The customer noticed that replenishment triggers received in pyxis logistics were incomplete and inaccurate. The customer reported that many medications were affected, and stockouts occurred with medications being unavailable for patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.